Manufacturer narrative:
(B)(4). Unit received not stuck in the manufacturing mode. Sw 2.8c unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip, cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated a piece of the pump broke off the reservoir compartment. The insulin pump will be replaced. The insulin pump will be returned for analysis.